Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, technical support specialist confirmed that the station was not in disconnected mode. The customer confirmed that the issue had been resolved. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary machine was in disconnected mode. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.